Manufacturer narrative:
(B)(4). Insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained address/serial number label, cracked case reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that he has a pump and where the reservoir goes in is cracked and part has broken off and wondering if it¿s under warranty. Troubleshooting was performed for damage the reservoir was cracked and chipped off. The customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.